Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site address: (B)(6). Event site telephone: (B)(6).

Event description:
It was reported by user before use that cardiosave intra-aortic balloon pump (iabp) was turned on and connected to the ECG lead wire but no ECG signal was displayed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1- initial reporter name, e3, g3, g6, h2, h3, h6- medical device problem code, type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. On-site inspection, ECG electrodes were pasted on the human body according to formal requirements, and the ECG lead wire was correctly connected. The ECG signal was normal. After a period of observation, the ECG signal has been normal. The user has been informed to paste the electrodes according to the formal process. The equipment has passed various performance tests and is delivered to the user.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected field: event site telephone.